Manufacturer narrative:
The investigation confirmed that unexpected vitros ckmb results obtained from two different non-vitros biorad controls using two different vitros ckmb reagent lots on a vitros 5600 integrated system. The most likely assignable cause for the event is analyzer related, as several condition codes were observed during the same time frame as the discordant results. Following completion of service actions, acceptable quality control results were obtained indicating that the 5600 system was returned to its expected performance. There was no indication a vitros ckmb reagent issue contributed to the event.

Event description:
The customer observed unexpected vitros ckmb results obtained from two different non-vitros biorad controls using two different vitros ckmb reagent lots on a vitros 5600 integrated system. Vitros ck-mb reagent lot 1880. Biorad l1 results of 5.18, 5.11, 11.67 and 11.66 ng/ml vs expected 2.68 ng/ml vitros ck-mb reagent lot 1910. Biorad l2 result of 3.23 ng/ml vs expected 9.901 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros ck-mb patient samples were in question during the timeframe of the event and there were no allegations of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).